Manufacturer narrative:
To date, the explanted device and lead have not been received at boston scientific. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that one day post implant, this right ventricular (rv) lead exhibited high pacing thresholds. Five days later the patient reported that they experienced xiphoid pain during pacing from the device. The lead was interrogated and revealed that thresholds had risen further and pacing impedances had decreased from 700 ohms to 318 ohms since implant. The decision was made to perform an elective revision procedure and implant a new epicardial pace/sense lead. During the revision the physician noted that the implanted implantable cardioverter defibrillator (ICD) had no pace/sense adapter. The physician elected to replace the device and expressed that the procedure took longer than expected due implantation of an additional shock lead and the removal of the existing device having no adapter for the connector. No additional adverse patient effects were reported. The device and lead will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found only setscrew marks on the terminal pin; no other abnormalities. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The lead was archived at boston scientific.